Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery due to a kinked infusion set cannula and that the customer experienced high blood glucose. The blood glucose reading was 282 mg/dl. The customer's mother stated that the infusion set had been inserted by hand and that she reused the reservoir since she found the bent cannula. The following day, the customer experienced high blood glucose levels again, and he treated with a bolus and manual injection. He also exhibited presence of ketones. Upon troubleshooting, no bent infusion set cannula was found, but the customer's mother stated that the tip of the infusion set looked dark. She declined to perform the high pressure test. The most recent blood glucose reading was 214 mg/dl, and the insulin pump read high. She was advised to change the entire infusion set, reservoir and insulin and to monitor the blood glucose. Nothing further reported.